Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges patient suffers from severe pain, discomfort, and inflammation. Litigation also alleges large amounts of toxic cobalt-chromiummetal ions and particles to be released into the plaintiff's blood, tissue, and bone. Update 02/26/2013 - the complaint has been reopened because it was reported that the patient was revised on 02/26/2013 to address pain. Part and lot information were provided, as well as patient's age, height, weight, and activity level. Update 12/31/2014- pfs received. The femoral stem is being added for the alleged high metal ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:1/24/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.